Manufacturer narrative:
Exact date unknown, event occurred four weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a bad fall due to lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded.